Event description:
The device was returned for service. During service, the device failed accuracy test. The hosp rep stated, they have no record of any pt injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.